Event description:
Approximately three years post stent implantation, the patient experienced chest pain and went to the cath lab where angiography revealed restenosis of the bx velocity stent. A cypher stent was implanted. The patient is on the following medications. Plavix, synthroid, coumadin and lasix.